Event description:
It appears that the thermal coating is coming off the distal end of the probe. Device worked fine, but surgeon was concerned about burn area so another device was opened and used. Device did not fail, was used for two ablations prior to noticing that coating was coming off.

Manufacturer narrative:
The complaint was confirmed. However, the cause of the complaint could not be determined. Angiodynamics IFU states the warning, "do not attach anything (i.e., clamps, et.) To the device. This may damage the insulation which could contribute to patient injury."